Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient stated stimulator was not working. The patient then retracted statement and stated the stimulator was working, but it was not helping with patient¿s symptoms. The patient stated had being sick, injuring her back and had CT scan were not related to manufacturer device therapy. The patient was wondering if CT scan did something to implant. The patient stated she has turned implant off because "it didn't feel right" and it because it wasn't helping with patient¿s symptoms. The patient stated the return of symptoms happened prior to patient turning implant off. The patient stated she was also having an ultrasound of her thyroid. The patient also stated prior to implant she tried to kick in a door and fractured her heal and tendons which were not healing. She was experiencing leg and knee problems prior to implant due to above actions. She stated leg and knee problems continued and were located where ins was implanted post implant of interstim as well. The patient stated hcp has indicated that the ins may have been implanted on sciatic nerve. Patient stated she has an appointment to see hcp and nurse practitioner on the day of the call regarding reported issues. It was later reported that patient has had back pain and leg pain. She has this pain if the device was on or off. They gave her new program and reduced the pulse width to 60. It was noted as unknown if the issue was resolved. Additional information was received from patient on (B)(6) 2017. Patient reported since she got her implantable neurostimulator (ins) in 2015. She had stinging and burning at the ins site that was constant pain and it never went away. She went back to another healthcare provider (hcp) because she was also getting a lot of pain going down into her leg/knee/foot. Patient reported her first ins was put in at an angle and the hcp told her that he could feel the corner. Patient went back to her implanting hcp who told her it was normal. Patient indicated she spoke to a manufacturer representative (rep) and they toned down the frequency to where it was a smaller area, they tried to see if that work but it did not help. Patient stated the hcp replaced it and re-situated it in (B)(6) 2017 and since then she was not having stinging, burning pain in the site. There were no further complications that have been reported as a result of this event.